Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was removed and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's image would not load properly. No pt injury was reported.